Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm emerge balloon catheter was selected for use in a percutaneous coronary intervention. However, during preparation, the balloon shaft broke in half. The procedure was completed with a new emerge balloon catheter. No patient complications were reported.